Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. No changes were made and the ICD remains in service. No adverse patient effects were reported. Additional information indicated surgical intervention was later performed and the ICD was explanted and returned for analysis without any further allegation being made in relation to this event.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case. The device was put through and passed all other returned product testing and the original high shock impedance allegation could not be confirmed via analysis.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. No changes were made and the ICD remains in service. No adverse patient effects were reported.